Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6 device code a150101 is being used to capture the reportable event of cinch failure to deploy. Device code a050702 is being used to capture the reportable event of cinch failure to cut. Imdrf code f2301 is being used to capture the reportable event of additional device required. Block h11: device evaluation. The suturing cinch was not returned for evaluation, and there was no media available for analysis. The reported events could not be confirmed. Based on all gathered information, there is not enough evidence to determine whether the cinch failure to deploy and cinch failure to cut was due to the physician's technique during the procedure or was related to a device malfunction. For this reason, cause not established is selected as the most probable cause for these events. Additionally, for the event additional device required, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. For this reason, will be classified as cause not established. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. All compiled information on this investigation determines that the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during a gastric peroral endoscopic myotomy (gpoem) procedure on (B)(6) 2026. During the procedure, the suture cinch failed to cut the suture and release the cinch tag during deployment. As a troubleshooting measure, kelly clamps were used to manually twist the cinch wire and release the tag. During removal of the cinch and suture, the previously placed sutures tore through the patient's tissue. The physician then re-sutured the tissue using a new suture and cinch, and the procedure was completed without further issue. There was no patient complications reported as a result of this event.